Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that this patient's generator and lead were explanted due to infection and evulsion. The patient presented with an infection in the neck 3 months prior to the explant due to patient manipulation. The patient picked the new neck skin and therefore the wire became exposed and infected. A review of device history records for the generator and the lead shows that both were sterilized prior to release for distribution. All other quality inspections were completed and passed. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.